Manufacturer narrative:
Other applicable components are: product ID: 37711, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 377875, lot# v005499, implanted: (B)(6) 2006, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 377760, lot# v004333, implanted: (B)(6) 2006, product type: lead. Product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 37742, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that the device took a lot longer to charge since replacement (B)(6) 2015. The patient reported that she could only charge in one position and it took a lot longer to charge than the old system. The patient reported that a manufacturer¿s representative (rep) helped her so she could get it charged again. It was noted the patient¿s previous system worked beautifully and she still loved the original device. Additional information was received from the patient on (B)(6) 2018. The patient reported that she hated having to charge the device every night and that it was a royal pain. The patient reported getting a new implant, which was a non-rechargeable. No further complications were reported. Unrelated pp can¿t adjust event captured in (B)(4). Unrelated ins site is sore event captured in (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they hated having to recharge their ins because they were having to charge every single night. Therefore, the patient had the ins replaced with a non-rechargeable one. No further complications were reported or anticipated.